Event description:
Reportedly the patient developed "many significant pain and required me to see my doctor frequently, required a follow up surgery, pain, as well as physical limitations."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on (B)(6) 2006 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1 using rhbmp-2 from a transforaminal approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Patient's post-operative periods have been marked by progressively worsening lower back pain, with pain radiating into his lower extremities, and tingling in his feet. Severe pain and symptoms ultimately compelled patient to undergo four risky, painful and costly revision surgeries, on (B)(6) 2008, (B)(6) 2010, and (B)(6) 2011.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).